Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av acces was used to treat the left arm. Approximately 10 months post procedure patient suffer ed recurrent cephalic vein stenosis of left brachiocephalic fistula. Recurrent cephalic vein stenosis treated with 8 x 150 mm viabahn stent graft across the stenosis and post dilated with an 8 mm balloon. Follow up venogram demonstrated brisk antegrade flow with e xclusion of the proximal pseudoaneurysm. Index procedure target lesion was involved. Patient recovered.